Event description:
It was reported that there was decline in patients performance since (B)(6) 2013. The problem of external device is excluded. A head trauma has been denied by the parents. The patient was re-implanted on (B)(6) 2013.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.